Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had fractured near the puncture site of the lead. The lead exhibited high impedances, pacing failure, oversensing and noise. The lead was programmed off. No patient complications have been reported as a result of this event.